Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2012 and mesh was implanted. It was reported that the patient underwent removal surgery and revision surgery on (B)(6) 2013 during which the surgeon noted a complex incarcerate recurrent ventral hernia with multiple small bowel interloop adhesions as well as adhesions to the surrounding parietal peritoneum. Pathology found fibrotic tissue with foreign body granulomas and chronic inflammation of the fibroadipose tissue. It was reported that the patient underwent removal and revision surgery on (B)(6)2020 during which the surgeon noted the mesh had become infected along with enterocutaneous fistula to the small bowel necessitating removal of the infected mesh, resection of the small bowel with enteroenterostomy and lysis of adhesions. It was reported that the patient experienced an unknown event. No additional information was provided.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Mwr-(B)(4) submitted for adverse event which occurred on (B)(6) 2013. Mwr-(B)(4) submitted for adverse event which occurred on (B)(6) 2020.

Manufacturer narrative:
Date sent to the FDA: 5/1/2022. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.